Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related to manufacturer report number 2938836-2018-02169. During follow-up, t-wave oversensing was noted. Technical support was contacted and recommended reprogramming. Reprogramming is anticipated and the patient was in stable condition.

Event description:
Additional oversensing episodes were noted on the device during follow-up. Technical support was contacted and suggested device reprogramming to resolve the issue. The device was reprogrammed and the patient was in stable condition.